Manufacturer narrative:
Correction, the date manufacturer received for the previous submission was 2019-4-24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable was returned for analysis. Functional testing found a short in the cable. The cable was determined to be the cause of the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an field service engineer (fse) regarding an imaging system outside of a procedure. The fse indicated that while doing a repair on the system they were unable to establish communication between the image acquisition system (ias) and the mobile viewing station (mvs). There was no patient present when this issue occurred. The ias umbilical was replaced and the issue was resolved.